Event description:
It was reported to boston scientific corporation on july 08, 2008, that a corflo cubby low profile gastrostomy device that was implanted in 2008 had burst approx two weeks later. The physician replaced the suspect device with another corflo cubby low profile gastrostomy device. No patient complications were reported as a result of this event and the patient's condition was reported as "good".

Manufacturer narrative:
The complaint was not able to provide the batch number of the device; therefore the device manufacture date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. The may 2008 15-month low profile balloon enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.